Manufacturer narrative:
Product event summary: the battery (bat511457) was not returned for evaluation. A review of the manufacturing records confirmed that the associated device met all requirements for release. Log file analysis revealed that the controller, con211057, in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections and communication errors involving bat511457. Data log files also revealed multiple relative state of charge (rsoc) values between 101-201 involving bat511457, which are indicative of communication errors. In addition, log file analysis revealed a decrease in power consumption and estimated flows on 08/nov/2017 and several low flow alarms have been recorded since 10/oct/2017. Of note, the vad speed was changed multiple times during the analyzed period. There is no evidence to suggest that a device malfunction caused or contributed to the reported low flow event. As a result, the reported events were confirmed. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. The most likely root cause of the reported power switching events can be attributed to momentary disconnections and communication errors between the controller and battery. Possible root causes of the reported communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. An internal investigation examined momentary disconnections. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Logfile review indicated the battery also had a communication error.

Manufacturer narrative:
Date MFR received for the initial report is (B)(6) 2017; this event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary #. It was reported that the patient experienced low flows as well as experiencing power switching. The battery ((B)(4)) was not returned for evaluation. A review of the manufacturing records confirmed that the associated device met all requirements for release. Log file analysis revealed that the controller ((B)(4)) in use during the reported event contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections and communication errors involving (B)(4). Analysis of alarm logs revealed multiple low flow alarms. This kind of alarm occurs if the patient average flow drops below the alarm setting. As a result, the reported events were confirmed. Based on the risk documentation, possible causes of the reported "low flow event" event may be attributed to multiple factors including but not limited to inappropriate pump rotational speed, constriction in the outflow graft. The most likely root cause of the reported power switching events can be attributed to momentary disconnections and communication errors between the controller and batteries. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It was reported that a patient presented to accident and emergency with low flows as well as experiencing power switching. Battery has been identified by engineers and removed from use. No further patient complications have been reported as a result of this event.